Manufacturer narrative:
It was reported that the hinge/red lock keeps unlocking while patient is ambulating after a short time of use. The patient's mom did not indicate that any harm was done, just that it kept coming unlocked while the patient was ambulating. The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number: 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the hinge/red lock keeps unlocking while patient is ambulating after a short time of use. The patient's mom did not indicate that any harm was done, just that it kept coming unlocked while the patient was ambulating.